Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events of pain, vomiting and inflation as follows: precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: abdominal or back pain, either steady or cyclic. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet.

Event description:
Reported as: a patient with the orbera intragastric balloon was experiencing pain and vomiting. A physical exam and endoscopy confirmed the balloon hyperinsufflated.

Manufacturer narrative:
Supplement #1 sent to the FDA on 12/12/2016. The device was returned to apollo, and a visual inspection was performed. Blue discoloration was observed on the outer surface of the shell. Yellow discoloration was observed on the valve. White particles were observed on the outer surface of the shell. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed on the shell. Under microscopic analysis four striated openings were observed near the radius, consistent with device removal.

Manufacturer narrative:
Device evaluation summary: additional testing was performed on the device, and foreign matter was noted in the valve chamber; the balloon and valve surface were noted to be covered with biofilm. The slit valve was removed from the device using a razor blade for testing. Pressure testing of the slit valve was performed, the outside to inside pressure was noted to be 0.6 psi. The inside to outside pressure was noted to be 10 psi. The valve was cross-sectioned along the sealing mechanism, and examined microscopically with a magnification between 20x-60x. The surface of sealing mechanism showed typical axial lines parallel to the valve access due to the blade cutting direction during valve manufacturing. The inner edge of the cut appeared to be more defined than the opposite edge, likely a consequence of the valve slitting process.